Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted.